Manufacturer narrative:
Inspected one opened and used reservoir. Performed pre-fill reservoirs per specification, reservoir passed. No air bubbles were observed during analysis. Checked o-rings and stopper groove for defects and none were found. Conclusion: no air bubbles.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a air bubbles anomaly on the insulin pump. The customer's blood glucose level was 171 mg/dl. The troubleshooting was performed. The customer was going to sent back two sets and reservoirs for analysis and she also want a letter of analysis. The customer was recently sent a replacement of insulin pump.